Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir lip of the insulin pump was felt off. The customer¿s blood glucose level was 5.3 mmol/l. The customer was assisted with the troubleshooting. It was stated that the reservoir compartment was unable to lock in its place. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to perform the displacement due to complete broken reservoir tube lip noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.